Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure preventing user from accessing dilaudid (critical) medication and causing 15-minutes delay in patient therapy. The customer added that there was no harm to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer failed. A field service engineer replaced the rails to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure preventing user from accessing dilaudid (critical) medication and causing 15-minutes delay in patient therapy. The customer added that there was no harm to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 2 was not opening with clicking noise. A field service engineer replaced rails to resolve. The system was functioned as intended.